Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the charging port on the pump was damaged. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting with the contact and further follow up from tandem technical support.